Event description:
During review of the vns pt's programming history, it was noted that a faulted diagnostics test occurred on the day of implant that resulted in the pt's settings being changed. The pt was reprogrammed however, only the frequency was changed. This resulted in the pt leaving the operating room with unintended settings. This was noticed and corrected by the neurologist at the next office visit. Training has been provided to the surgeon's office to interrogate the pt's vns at the end of surgery and office visits to prevent the pt leaving with unintended settings.

Manufacturer narrative:
Analysis of the programming history.